Event description:
As reported by the user facility: when they pulled out the catheter, 1" was missing. No additional information was provided by the facility after several attempts were made to the facility requesting additional information.

Manufacturer narrative:
The actual device involved in the incident was not made available for the manufacturer to evaluate. Voice mails were left for the risk manager on 12/08/06, 12/11/06, and 12/12/06. However, photographs of the fractured catheter were returned. The catheter was depicted to be fractured at the tip. The catheter and the area surrounding the fracture did not appear to be stretched. Although the actual fractured tip was not very clear in the photographs supplied, the fracture appeared to be angular, indicating that the fracture occurred when the catheter was withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of possible danger of shearing." However, no specific conclusions can be drawn. All available information has been forwarded to the manufacturer for further evaluation.